Event description:
Pt had erratic reservoir discrepancies over a period of time. Before the last scheduled refill only 1/2 cc of drug had been infused. X-rays were taken and revealed the rotor was not turning. The device was explanted and replaced with a similar pump.